Event description:
It was reported the patient received inappropriate ventricular fibrillation shocks due to multiple episodes of lead noise. Insulation breach that looks like externalized conductors were discovered on the right ventricular lead. The physician decided to explant the lead. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient condition after the replacement is stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 60.0cm was returned for analysis. External abrasion was noted at 22.6-25.5cm from the connector pin, consistent with lead friction to another device or feature of the patient anatomy. One of the etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv output.